Event description:
The equipment makes abnormal noise and the intake turbine is defective. It is not indicated whether the issue occurred during ventilation or not. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).